Manufacturer narrative:
Katsinelos, 2006. Doi:10.1016/j.gie.2005.09.051. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However, a device failure was not reported in the article. The article reported occurrences of bleeding. Bleeding is a known complication of these types of procedures. The instructions for use include the following potential complications: "potential adverse events associated with papillotomy include but are not limited to: pancreatitis, bleeding, perforation, and infection." Prior to distribution, all cook endoscopy papillotomes/needle knives are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following was published in a clinical literature article involving cook papillotomes: "data of 413 patients who underwent therapeutic ercp from january 1994 to december 2004 were reviewed. Among these patients, 63 were 90 years of age or older (group a) and 350 were between 70 and 89 years (group b)... Hospital location not reported- data collected from facilities in thessaloniki, greece... Sphincterotomies and pre-cut papillotomies were performed by using... Cook endoscopy instruments (papillotomes, wilson cook medical inc, winston-salem, nc). Post sphincterotomy bleeding was reported in 5 patients." It was not published in the article if a section of the device remained inside the patient's body. It was not published how the bleeding was treated.